Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: canada.

Event description:
It was reported that during surgery on an unknown date, the skin was almost shredded and had big holes all over the graft. The dermatome was changed, and all was ok with the grafts. The unit was skipping on the skin. An additional unplanned graft was taken. There was no medical intervention like sutures required. There was a surgical delay of 5 minutes. Due diligence is complete; there is no additional information available.